Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Patient initially implanted with a bifurcated stent and a suprarenal aortic extension in (B)(6) 2013. The patient came in for a routine follow up on (B)(6) 2016 and computed tomography (CT) showed a potential type 3a endoleak. Physician elected to implant an infrarenal aortic extension to seal the leak. The patient is in stable condition.